Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that a stent fracture was observed. In (B)(6) 2016, the target lesion located in the right leg mid superficial femoral artery (sfa) with 80% stenosis and was 110 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6.00 mm x 150 mm study stent. Following post-dilatation, the residual stenosis was 0%. (B)(6) 2017, during the 12-month follow-up for x-ray core lab comments noted as "suspicious fracture¿. This product is only ous approved but it is similar to an approved us device.